Manufacturer narrative:
Investigation further concluded that the return samples functioned as designed and no fault was found with the returned devices. (Conclusion code) - corrected information.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® needle detached from the orange safety housing during injection attempt into the gluteal muscle of a patient. The depot injection was conducted by a certified pediatric nurse and the issue arose when the nurse pressed on the syringe plunger. The contents of the syringe leaked all over the patient's skin due to the issue. The nurse had to hold onto the needle and gently remove it from the patient. Another needle was used to administer the medication. No patient injury was reported.

Manufacturer narrative:
One bag of sealed original kits of jelco® hypodermic needle-pro® device was returned for investigation (part number: 4286, lot number: 3141033). A review of the device history record found no discrepancies or anomalies relevant to the reported issue. During functional testing, a needle-pro® was inspected for disconnect; the sample stayed connected during testing. A review of all 49 packages was conducted and it was found that all samples were sealed properly. Investigation was unable to confirm the reported issue and therefore the root cause was unknown.